Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and battery assembly. Proper device operation was confirmed during functional and performance testing with both the customer's device and battery. The returned battery was over 7 years old and had a ¿first install¿ date of (B)(6) 2007 with a usage of 86.5 minutes and 3 shocks. The battery was found to be normally depleted with a remaining capacity of 0% (zero). The battery reached a remaining capacity of 0% on 09/21/2013, approximately 14 weeks prior to the reported event. The downloaded device logs indicate that the device readiness indicator has been displaying a low battery indication (1-bar or 0-bars) since at least (B)(6) 2013. The cause of the reported issue was determined to be due to the use of a normally depleted battery. The device was returned to the customer for use following the evaluation.

Manufacturer narrative:
The failure to properly maintain the device by replacing the battery when indicated as low is associated with corrections and removals number 3015876-05/01/2014-001c.

Event description:
It was reported the customer's device failed during patient use. The patient was found unresponsive and reported to have collapsed while walking into the kitchen. The patient's collapse was witnessed by his wife who did not administer CPR. The customer said the patient had been down about six (6) minutes when they arrived. The device was connected to the patient and a shock was advised. The device reportedly lost power before the defibrillator charge was completed. Another defibrillator of the same model was available from another vehicle which had arrived on the scene. There was roughly a 2 minute delay from the time that this device powered off and the 2nd device was connected to the patient. A shock was delivered by the backup device. Shortly after this (about 1 minute later) paramedics arrived with a monitor/defibrillator device and it was reported that the patient was in asystole. The patient did not survive the event.